Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Clinical notification received for revision of left total hip to address infection. Date of implantation: (B)(6) 2021; date of revision: (B)(6) 2021; (left hip). Treatment: revision of femoral stem, femoral head, and acetabular liner.